Manufacturer narrative:
The customer's report of the thermogard console failed to power up was confirmed during the functional testing. The issue was found to be a defective relay rear bracket due to bad contact at the j40 connector as a result of normal wear and tear. The thermogard console was manufactured in october 2013 and it is almost 7 years old, well beyond its expected serviceable life of 5 years. There was no preventive maintenance performed on the console for the last three years. The thermogard console failed to power up during the functional testing. The defective relay rear bracket was replaced to restore the power to the console. Visual inspection was performed and unrelated to the reported complaint noted module power input for a 10a fuse was damaged, one caster was loose, prime switch cover missing. The observed issues were likely due to mishandling. Also, the white guide rollers were noted worn out, likely due to normal wear and tear. The module power input, prime switch cover, white guide rollers were replaced and the loose caster fixed to address the observed issues. The event log was reviewed and noted the occurrence of the tcmid:05 (coolant diff failure) and tcmid: 01 (pump failed) error messages around the reported event date, unrelated to the reported complaint. Observed errors could not be replicated after the defective relay rear bracket was replaced and the console passed the functional and one-day burn-in test. Following parts replacement and service, the console was placed on the five-day burn-in test and passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
The customer reported the thermogard console failed to power up. Unknown if the device issue was observed during the patient treatment or device check. The issue was confirmed by the customer's biomed engineer after fuses were checked. Patient use information was requested but no additional information was provided, therefore patient use is unknown.